Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a moderately calcified right common femoral artery (rcfa) was attempted with a prostyle device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss occurred. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 16f and the tavr procedure was completed. Hemostasis was achieved in the rcfa with the suture of the pre-placed prostyle. Another prostyle device was attempted in a moderately calcified left common femoral artery (lcfa) via 7f sheath after the procedure. Reportedly, a cuff miss occurred. A new prostyle device was used to achieve hemostasis in the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.